Manufacturer narrative:
It was confirmed by the service technician that the damaged exposed wire was inside the electronic housing and was not accessible to the user of the device. It was also confirmed that this wire damage only effected the powered feature of this device and that the manual features would continue to function as intended.

Event description:
It was reported by repair work order that there were exposed bare wires from a pinched cable on the control board. This also caused lost communication with the cot fastener. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that there were exposed bare wires from a pinched cable on the control board. This also caused lost communication with the cot fastener. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.